Event description:
During a follow-up in clinic, episodes of far-field r-wave oversensing which resulted in inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.